Event description:
It was reported that the doctor denied use of a lead because it was suspected to be "nonconductive". It was unclear if the doctor tested the lead for conductivity pre implantation or post implantation. The doctor used another lead to complete the operation. If additional information becomes available, a follow up report will be sent.

Manufacturer narrative:
Extension: model 3530pec, serial# unk, implanted: unk, explanted: unk. Analysis of the extension: model 3530pec, serial# unk, lot# u, showed no anomalies. The extension was found functional with acceptable continuity and no shorts [dry]. Visual inspection showed the presence of set screw marks. It was noted that the percutaneous extension does not use set screws.

Manufacturer narrative:
The initial MDR was filed as mfg report # 3007566237-2011-09035. Additional information indicated that the correct manufacturing site was site #6000153.